Event description:
On (B)(6) 2015, the reporter contacted animas alleging a no power issue with battery cap was cracked and moisture was evident behind the display screen lens. It was reported the battery cap had never been changed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-product analysis:the device was returned and evaluated by product analysis on 07/02/2015 with the following findings:the complaint could not be investigated due to an unrelated issue. Review of the pump¿s black box revealed a related call service alarms and rebooting events. The pump powered on with a distorted and illegible display screen. Moisture was observed behind the display screen lens. A battery compartment crack was observed. The returned battery cap threads were damaged; the returned battery cap was able to secure to the pump. A pump case crack was observed near the display lens. Leak testing revealed a leak at this crack. Moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.